Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 259 mg/dl. A system check was performed and the customer observed air bubbles in the tubing. Tandem technical support instructed customer to prime out air and resume insulin delivery.